Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility to determine if the complaint mr290hfv chamber caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported that an mr290hfv high frequency vented humidification chamber was found leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: the complaint mr290hfv humidification chamber was returned to fph (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome itself was not leaking and there was no damage with the chamber. A lot check revealed no other complaints of this nature for lot number 160405. Conclusion: no leak and damage was found with the returned complaint chamber and its chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290 chamber became damaged after it was released for distribution. The user instructions which accompany the mr290 autofeed humidification chambers state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A healthcare facility in (B)(6) reported that an mr290hfv high frequency vented humidification chamber was found leaking. No patient consequence was reported.